Event description:
It was reported that the device was showing the wrench icon and would beep every couple of seconds. When the user attempted to power on the device, there is no response; the device does not power on. There was no reports of any pt involvement with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.